Manufacturer narrative:
(B)(4). Information was received from a surgeon who is not required to complete form 3500a. The device was returned for inspection. Visual exam revealed there appeared to be a piece of the polyethylene packaging material adhered to the lateral shoulder of the stem. The device was reported to be a cpt 12/14 size 3 ext stem which was verified to be from a lot manufactured in august 2012 and packaged in a polyethylene bag. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During surgery, the scrub technician noted polyethylene wrapper material adhered to the implant. She was unsuccessful at pulling off the polyethylene wrapper so a new implant with a new lot number was opened to complete the surgery.